Manufacturer narrative:
On december 5, 2024, the mentor failure analysis lab received two devices for evaluation and were both found damaged upon evaluation. This report is for one of the rented devices received. The other device results are being reported separately. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that a tear was found on the posterior view of the breast implant, measuring approximately 3.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation d4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 275cc mentor smooth round spectrum and experienced breast implant deflation on her right side postoperatively. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
On november 6, 2025, mentor became aware that the patient is caucasian, and patient's age at the time of event was 51. Corresponding fields have been updated on this form. Manufacturer¿s reference number: (B)(4).